Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilation. However, during the second inflation at about 6 atmospheres for 8 seconds, the balloon ruptured. There are no balloon pieces left in the patient's body. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a maverick catheter. The device was bloody, and the balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located over the distal markerband. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.